Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The history showed that the pump was manually suspended on on (B)(6) 2014 at 08:16 and resumed at 09:18 and suspended again on (B)(6) 2014 at 17:56 and deliveries never resumed. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An ezbg and an ezcarb bolus were manually calculated and performed on the pump and confirmed that the bolus calculation was functioning properly. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 23 mmol/l with increased thirst and urination, drowsiness, and headache related to a pump bolus calculation issue. The pump was reviewed with the reporter and the pump bolus calculation did not appear to be calculating correctly during troubleshooting. This report is made based on the allegation that the patient experienced hyperglycemia associated with a bolus calculation issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.